Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). Caller stated the patient reported their stimulator is off and it does not work. Caller was unsure when this began and they did not know who the physician is. Patient called back reported they had the ins battery and lead removed in (B)(6) 2024. Patient said they put their body through so much to try to have the implant, and they wound up feeling frustrated by the lack of therapeutic relief. Patient explained that ever since they had gotten the implant, the stimulation did not work correctly for them and actually caused them more pain in the end. Stimulation never worked properly on their left side, and after multiple efforts of reprogramming it was never fixed. The ins battery itself also bulged and protruded from their body, causing them immense pain in their mid-back. After 3 months with the ins in their body they had totally given up and wanted it removed. Patient also noted they had even more pain after the removal of the implanted devices.